Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, the audio bolus button (abb) cover was damaged/punctured; but the abb was responsive during investigation. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/08/2016. Investigation revealed a crack in the battery compartment.